Event description:
It was reported that during an a-fib procedure when the lasso catheter was placed at left inferior pulmonary vein, the catheter was displayed quite above the catheter placed at the left superior pulmonary vein. The issue was resolved by exchanging the catheter. This complaint is not indicative of a reportable event. During visual inspection of the returned complaint catheters on (B)(4) 2012, it was noted by bwi failure analysis lab that the catheter was received with electrode ring #1 damaged; and there were white foreign materials stuck underneath electrode rings #1 and #18 on the distal side. This condition was not reported by the customer. The electrode ring damaged and presence of foreign materials under the electrode rings are indicative of a reportable event, thus marking september 27, 2012 as the alert date for this report. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted prior or after the catheter use. The physician managed to remove the catheter safely from the patient. The type of the sheath used in conjunction with the catheter was a non-bwi sheath (sl-0 sheath), however, the sheath size and color were not provided. There was no patient injury reported related to this complaint. No difficulty while using this catheter that might have caused this catheter condition was reported. Nor was this condition noted prior to sending the catheter back to bwi.

Manufacturer narrative:
(B)(4). During visual inspection of the returned complaint catheters it was noted by bwi failure analysis lab that the catheter was received with electrode ring #1 damaged; and there were white foreign materials stuck underneath electrode rings #1 and #18 on the distal side. This condition was not reported by the customer. The white foreign materials noted on this lasso catheter were sent for fourier transform infra red analysis (ftir) testing. The results demonstrated that the particle underneath electrode ring #1was styrene based material; whereas the foreign material underneath electrode ring #18 was barium sulfate material. It is unknown how the ring was damaged and the origin of the foreign materials. Further investigation regarding the foreign material and ring damage found at bwi failure analysis lab that was not reported by the customer resulted in an internal corrective action that was opened to investigate this issue. As this catheter was returned for lasso catheter that was placed at the lipv; however, displayed quite above the lasso catheter at the lspv, the catheter was tested and passed the eeprom and carto 3 tests. The lasso catheter was displayed without any issue or error. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported initial complaint condition was not confirmed.